Manufacturer narrative:
The medela clinician called and spoke with customer who called cs because she originally questioned if she was allergic to material in breast shields which might be causing painfully raw nipples. She saw a dermatologist who advised changing from (B)(4) topical creme, but that did not effect any change. She got help from local lc who gave her larger breast shields, but the problem persisted. Subsequently they treated her with two rounds of antifungal prescriptions which did not provide any relief. Her ob advised she stop lactating. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time.

Event description:
The customer contacted customer service and wanted to know what was in our breast shields. She stated that her nipples have been raw since (B)(6) when she started pumping with her pump in style device. She stated that her dermatologist says it's her pump. The customer called back and said she had been to the doctor because they thought she had thrush, the doctor referred her to a dermatologist who told her it was something in our breast shields.